Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged. Prior to the event, the patient had fallen. The physician suspected the lead had dislodged before the patients fall. The lead was explanted and replaced.